Event description:
It was reported to boston scientific corporation that a radial jaw 4 biopsy forceps was used during a biopsy procedure. According to the complainant, during the procedure the duodenum was perforated. The procedure was completed with this radial jaw 4 biopsy forceps device. The account reported that prior to use the device was inspected and no anomalies were noted. It is not known if any additional intervention was required to treat the perforation. The patient was hospitalized due to this event.

Manufacturer narrative:
The patient ID and weight are unknown. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).